Manufacturer narrative:
Batch review performed on 14 october 2025: lot 1905114: 25 items manufactured and released on 24-jul-2019. Expiration date: 2024-jul-07. No anomalies found related to the problem. To date, 21 items of the same lot have been sold with no similar reported event during the period of review. Conclusions: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee instability and the cause is unknown. At about 1 year and 4 months post primary the surgeon upsized the poly from 11mm to 14mm for stability. The surgery was completed successfully.